Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the evaluation, the ventilator was found to switch on and off by itself. The device's system board was replaced to address the issue.